Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device did not display all three icons (charge-pak, attention and service wrench) as initially reported. It was observed that the device had the service wrench icon present in its readiness display. The device would still charge and shock defibrillation energy. The service wrench icon was caused by a non-critical event code logged into the device's memory. A review of the device's memory showed that the device never had three icons displayed as previously stated. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had the service wrench, attention and charge-pak indicators in its readiness display. The three indicators being displayed indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.